Manufacturer narrative:
Investigation summary: bd  was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of a sheath that would not split as intended and 2 cases of damaged or open unit packaging/seals where the sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced difficult to thread and advance, hematoma, sheath did not separate or peel apart correctly, difficult to remove from vein, and the package seal was not intact before use.

Manufacturer narrative:
The following field was updated due to correction: h: no. Of events summarized: 4.

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of a sheath that would not split as intended and 2 cases of damaged or open unit packaging/seals where the sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced difficult to thread and advance, hematoma, sheath did not separate or peel apart correctly, difficult to remove from vein, and the package seal was not intact before use.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of a sheath that would not split as intended and 2 cases of damaged or open unit packaging/seals where the sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced difficult to thread and advance, hematoma, sheath did not separate or peel apart correctly, difficult to remove from vein, and the package seal was not intact before use.